Event description:
A iled 5 lamp head and spring arm became detached from the central axi and fell. The snap ring and hardware were located. The snap ring had become dislodged. The components fell when the light was being moved into position during preparation for the surgery. No patient was involved. No injury was reported.